Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used. During positioning of the lead in the atrium, p-wave measurements and thresholds could not be measured. The analyzer was changed and the lead was moved to the ventricle. The lead was unable to capture after fixation in the ventricle with r-wave measurements and thresholds not being detected. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.